Manufacturer narrative:
It was reported by medivators field service staff that the facility has only been testing minimum recommended concentration (mrc) using test strips after the first disinfectant cycle of the day and not after every cycle. Thus, there is potential that endoscopes are not being high level disinfected prior to patient use. Test strips are required to test the concentration of the high-level disinfectant after an endoscope reprocessing cycle is complete per the rapicide pa and advantage plus instructions for use. The facility was informed by medivators field service staff that it is important to test the mrc after every use of the disinfectant cycle. There have been no reports of patient adverse events at the facility. This complaint will be continued to be monitored in the medivators complaint handling system.

Event description:
It was reported by medivators field service staff that the facility has only been testing minimum recommended concentration (mrc) using test strips after the first disinfectant cycle of the day and not after every cycle. Thus, there is potential that endoscopes are not being high level disinfected prior to patient use.